Manufacturer narrative:
Citation: aversa, e. Md. New conduction disturbances and pacemaker indications after corevalve® transcatheter aortic valve replacement. Incidence and follow up in a single center experience. Archivos de cardiologia de mexico; (2015) 85(4):278-83. Doi: 10.1016/j.a cmx.2014.12.001 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding the incidence of new conduction disturbances after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from a single center between 2009 and 2012. The study population included 32 patients and was predominantly male; mean age 80 years. All patients were implanted with a corevalve transcatheter bioprosthetic aortic valve. Serial numbers were not provided. Among all patients, adverse events included: left bundle branch block (lbbb), right bundle branch block (rbbb), prolongated qrs segment, complete heart block (chb), permanent pacemaker and high and/or low implant positions no additional adverse patient effects or product performance issues were reported.